Event description:
The customer observed falsely depressed alinity I prolactin results for a 44-year-old male patient. (Normal ranges: males range: 3.46-19.40 ng/ml; females range: 5.18-26.53 ng/ml). The following results were provided: sid (B)(6), (B)(6) 2025 result = 0.82 ng/ml. On (B)(6) 2025, result 8.02 ng/ml, repeat results = 7.61 ng/ml, 7.42 ng/ml,7.67 ng/ml, 7.66 ng/ml, 7.37 ng/ml. 7.73 no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section b3 date of event customer service reviewed the module logs and issue resolution was verified with a control run. The alinity I processing module, serial number (B)(6) was considered the likely cause. Data and information provided by the customer was reviewed. A review of trending data associated with the alinity I processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I prolactin results for a 44-year-old male patient. (Normal ranges: males range : 3.46-19.40 ng/ml; females range : 5.18-26.53 ng/ml) the following results were provided: sid (B)(6) (B)(6) 2025 result = 0.82 ng/ml (B)(6) 2025 result 8.02 ng/ml, repeat results = 7.61 ng/ml, 7.42 ng/ml,7.67 ng/ml, 7.66 ng/ml, 7.37 ng/ml 7.73 no impact to patient management was reported.